Event description:
It was reported on (B)(6) 2022 that the patient discontinued their coumadin regimen against the guidance of the clinician. The patient was monitored as an inpatient and was found to be hemodynamically stable. Thus, the decision was made to discontinue device therapy and for the patient to be explanted. It was additionally reported on (B)(6) 2022 that the patient had developed an outflow graft (ofg) thrombus while not on anti-coagulation. The pump alarmed appropriately and was turned off, and the patient was explanted. The pump would not be returned since there were no reported pump faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected outflow graft thrombus could not be conclusively determined through this investigation. The evaluation of (B)(6) did not reveal any device-related issues. The pump was returned with the driveline cut approximately 8.5¿ from the pump body and a severed portion measuring approximately 31.0¿ was also returned for evaluation. The sealed inflow conduit and sealed outflow graft were returned detached from their respective pump ports. Upon disassembly of the returned device, the lumens of the inflow conduit flex section and inlet elbow revealed loosely seated, tissue-like coagulated blood. A similar deposition of tissue-like loosely coagulated blood was observed on the outlet bearing ball. The lack of structure and/or adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. Examination of the remaining pump blood-contacting surfaces revealed no developed depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portions of the driveline found them to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii left ventricular assist system instructions for use lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events and provides information regarding recommended anticoagulation therapy and international normalized ratio range. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.